Manufacturer narrative:
Section b3: date of death corrected section h6: investigation findings and component code corrected. Manufacturer¿s investigation conclusion: the reported event of a full depletion of the 14v batteries and system controller backup battery, resulting in the pump stopping, was confirmed via the submitted controller event log file. The submitted controller event log file contained data spanning 4 days (25aug2024 ¿ 28aug2024 per the timestamp); additional data captured on the timestamp of 01jan2000 occurred when the clock was not set after the patient was disconnected from the system. A low voltage advisory alarm activated at 16:57:23 on (B)(6)2024 due to routine depletion of the 14v batteries. The low voltage hazard alarm then activated at 17:54:23 on (B)(6)2024 due to further depletion of the 14v batteries. A no external power alarm then activated at 18:01:40 on (B)(6) 2024 due to both 14v batteries becoming completely depleted. The system controller backup battery supplied power to the system upon the full depletion of the 14v batteries and pump function was not affected. The backup battery then became depleted and was no longer able to support the pump at 20:09:56 on (B)(6)2024, resulting in the pump stopping; a pump off and low flow hazard alarm activated at this time. The log then captured several system controller resets until 20:11:38 on (B)(6)2024 which are consistent with the total loss of power to the system. The controller was then briefly connected to the power module at the default timestamp of 0:00:00 on (B)(6) 2000; this is consistent with the retrieval of the log files. The clock being reset to the default timestamp is consistent with the total loss of power to the system. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file prior to the pump stop event due to battery depletion. No product was returned for evaluation. It was reported that the patient was found deceased at home. Multiple attempts were made to obtain additional information from the customer regarding the event (including the details leading up to the patient death and if any equipment will be returned for analysis); however, no response was received. The root cause of the reported event was determined to be a full depletion of the 14v batteries and system controller backup battery after extended use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory, low voltage hazard, no external power, pump off, low flow hazard, clock not set, and backup battery fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section also explains how to check the charge level of a 14v battery and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Additionally, this section explains how to use the universal battery charger (ubc) to charge 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) (rev. C) section 2 "system operations" explain the lights, sounds, on-screen messages, and buttons on the user interface, including the battery button and battery power gauge. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased at home. Log files recorded no events of concern from (B)(6) 2024 at 21:07:23 through the morning of (B)(6) 2024. The system controller's power source was changed from the mobile power unit (mpu) to battery power on (B)(6) 2024 at 11:22:14. At 16:57:23, a low power advisory alarm flag was recorded. At 17:54:23, a low power hazard alarm flag was recorded. At 18:01:41, a no external power alarm was recorded due to the external batteries being fully depleted. The emergency backup battery (ebb) was used to support the system. The system entered low power mode. The ebb maintained the low-speed setting of 4800 rpm until 20:09:56. At 20:11:38, the ebb was fully depleted. At an unknown date/time, the system controller white power lead was connected to a power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full depletion of the 14v batteries and system controller backup battery, resulting in the pump stopping, was confirmed via the submitted controller event log file. The submitted controller event log file contained data spanning 4 days (25aug2024 ¿ 28aug2024 per the timestamp); additional data captured on the timestamp of 01jan2000 occurred when the clock was not set after the patient was disconnected from the system. A low voltage advisory alarm activated at 16:57:23 on 28aug2024 due to routine depletion of the 14v batteries. The low voltage hazard alarm then activated at 17:54:23 on 28aug2024 due to further depletion of the 14v batteries. A no external power alarm then activated at 18:01:40 on 28aug2024 due to both 14v batteries becoming completely depleted. The system controller backup battery supplied power to the system upon the full depletion of the 14v batteries and pump function was not affected. The backup battery then became depleted and was no longer able to support the pump at 20:09:56 on 28aug2024, resulting in the pump stopping; a pump off and low flow hazard alarm activated at this time. The log then captured several system controller resets until 20:11:38 on 28aug2024 which are consistent with the total loss of power to the system. The controller was then briefly connected to the power module at the default timestamp of 0:00:00 on 01jan2000; this is consistent with the retrieval of the log files. The clock being reset to the default timestamp is consistent with the total loss of power to the system. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file prior to the pump stop event due to battery depletion. No product was returned for evaluation. It was reported that the patient was found deceased at home. Multiple attempts were made to obtain additional information from the customer regarding the event (including the details leading up to the patient death and if any equipment will be returned for analysis); however, no response was received. The root cause of the reported event was determined to be a full depletion of the 14v batteries and system controller backup battery after extended use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory, low voltage hazard, no external power, pump off, low flow hazard, clock not set, and backup battery fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Additionally, this section explains how to use the universal battery charger (ubc) to charge 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) (rev. C) section 2 "system operations" explain the lights, sounds, on-screen messages, and buttons on the user interface, including the battery button and battery power gauge. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.